Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced ventricular fibrillation. In (B)(6) 2010, the patient presented with stable angina. The target lesion was a long bifurcation lesion located in the left main coronary artery (lmca) extending into the proximal left anterior descending (lad). The lesion was 90% stenosed, 4.0mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 4.0x12mm taxus liberte stent. Following post dilation using kissing balloon technique, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with ventricular fibrillation and was hospitalized on the same day. The event was considered resolved without residual effect and the patient was discharged three days later.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).